Manufacturer narrative:
It was reported that the device was failing the system pre-use check. Our field service engineer investigated the device at the hospital. After the device control pc board was replaced, the device regained function according specifications. This given information is not specific enough to point to any particular fault. Replaced part and device logs were sought for investigation but were never received. Despite several reminders, the only information received regarding this complaint is the information stated in the complaint form, which is not enough to determine the root cause of the reported failure.

Event description:
Manufacturer's ref #: (B)(4).

Event description:
It was reported that the ventilator failed pre-use check. There was no patient involvement. Manufacturer's ref #: (B)(4).